Event description:
Revision surgery - due to unknown reason.

Manufacturer narrative:
Complaint has been evaluated and is similar to: 1644408-2024-00151; 400-03-322, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.